Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not being able to link meter with insulin pump. Customer's blood glucose was 42 mg/dl and had been low for 3 days. Customer treated low blood glucose with food and honey. Customer's blood glucose at the time of call was 80 mg/dl. Customer was assited with meter and pump. Customer declined troubleshooting for low blood glucose.